Manufacturer narrative:
A complete lead was returned with the helix fully extended. The measured full helix extension length was within product specification. Electrical testing revealed no indications of conductor fractures or internal shorts. The results of the investigation concluded the analysis of the lead was normal with no anomalies found.

Event description:
During follow-up, right ventricular lead was noted to be dislodged. The lead was revised and during the revision procedure, the lead was unable to be disconnected from the device as it was difficult to remove the set screw of the device. The lead and the device were explanted and replaced. The patient was in stable condition.